Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacemaker detected high out-of-range right ventricular (rv) lead impedance measurements. The patient is in chronic renal failure and at this time the physician does not want to surgically intervene. The patient will be monitored more frequently.